Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they had an experience yesterday that had never happened to them previously. Patient said for about 2 hours yesterday, the area around the site of the implant felt like they had a heating pad on. Patient also said their daughter, who is an rn, could feel their back and said the area was warm, not hot, just warm. Patient then said the warmth had gone away and had not returned. Patient had their wife check this morning and said it felt normal and there was no redness. Patient also mentioned they had not been using the implant and moved to (B)(6) so they didn't have a current doctor or manufacturing representative (rep). The patient was redirected to their healthcare provider to further address the issue.